Manufacturer narrative:
One used lf1637 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness.

Event description:
The customer reported that during a laparoscopic hysterectomy, sealing performed by the device was inadequate. There was bleeding after sealing, which required multiple seals to achieve hemostasis. The bleeding was quickly resolved, resulting in limited blood loss. There was no patient injury.